Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, construction of axillo-iliac avg in the setting of exhausted superficial veins, occluded intrathoracic central veins, and inadequates femoral veins or hostile groins that represent a viable arteriovenous access alternative.

Event description:
Received an study titled "axillo-iliac arteriovenous hemodialysis graft creation with an early cannulation device." The study was to evaluate the experience with axillo-iliac using the early cannulation graft in complex hemodialysis access patients. Eight patients with end-stage renal disease underwent axillo-iliac avg with flixene grafts. Per the study adverse events included hematoma, infection and thrombosis.